Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx laa closure device with delivery system (wds) was used. When the closure device was unsheathed for placement air was observed in the laa. The closure device was successfully implanted, trapping the air in the laa behind the closure device. The patient remained in the hospital overnight for monitoring and underwent a neuro check to assess neurological function and consciousness. One day post procedure the patient was discharged from the hospital.